Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient had returned with symptoms of gastroparesis including nausea and vomiting. On (B)(6)2014, the healthcare provider and the manufacturer representative ¿interpreted¿ the patient¿s settings which the patient stated they had not changed since then. It was noted the patient¿s symptoms started out of the blue on (B)(6) 2014 and the manufacturer representative was notified on (B)(6) 2014. Reportedly, the healthcare provider interrogated the implantable neurostimulator (ins) and it was found that the ins was on and the settings remained the same as they were from (B)(6) 2014. It was noted they checked the impedances and the therapy impedance was 599 ohms and it was 620 ohms on (B)(6) 2014. It was stated the impedances were within normal range. It was noted the healthcare provider stated the % used was ¿???,¿ hours used was greater than (B)(4), the last reset was (B)(6) 2013 and the number of activations was 31. It was confirmed that the reed switch was disabled and the patient had not had any recent medical procedures since a year prior to report. Reportedly, the battery status read ok with longevity of 31.8 months.

Event description:
Additional information received noted that the patients battery had expired which caused her symptoms to return. The doctor exchanged her battery and the patient was now receiving therapy.

Event description:
Additional information received noted that this reporter had a call into the physician's nurse. The patients battery depleted which was the reason for the symptoms re presenting.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the depletion of the battery was considered normal.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).